Event description:
A report was received that the patient's incision site was red and warm to the touch after the patient used the charging adhesive patches. The physician suspected infection and prescribed the patient antibiotics. The symptoms have cleared.

Event description:
A report was received that the patient's incision site was red and warm to the touch after the patient used the charging adhesive patches. The physician suspected infection and prescribed the patient antibiotics. The symptoms have cleared.

Manufacturer narrative:
Additional information was received that no further information can be obtained from the physician. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device found them to be satisfactory.